Manufacturer narrative:
The customer was instructed to return the device to olympus. No information regarding the device return has been provided. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer was unable to get an image while using an evis exera iii video system center during a procedure. The customer reported they started the procedure using an egd 190 scope, then switched to a (B)(4) scope and could not get an image. It is at this point the customer reported moving to a travel cart with another evis exera iii video system center. No other information was able to be obtained from the customer regarding this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no images are output in the 180-series and 160-series scopes due to a failure of the printed circuit board.